Event description:
It was reported to boston scientific corporation that a uphold lite was implanted into the patient on (B)(6) 2012. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; diff bowel; incont not pres; surgical interventions: on (B)(6) 2012 the patient underwent further surgery regarding the uphold lite implant under general anesthesia for the following purpose: examination under anaesthetic, removal of vaginal scarring, cystoscopy & urethral dilatation. On (B)(6) 2018 the patient underwent further surgery regarding the uphold lite implant under general anesthesia for the following purpose: cystoscopy and hydrodistention. Nonsurgical treatments: the patient was treated with pain medication. On (B)(6) 2018 the patient commenced other medication (please specify): hiprex for the treatment of: to stop urine that is to emptying out from causing bladder infections. Treatment duration: ongoing required regularly. On (B)(6) 2018 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to prevent odour / dryness of vagina. Treatment duration: ongoing. (B)(6) 2012 the patient commenced topical treatment (including oestrogen cream) for the treatment of: to maintain position following surgery. Treatment duration: 1 visit as I did not feel comfortable.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.